Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated issues with bent cannula. She was admitted to the hospital and was diagnosed with diabetic ketoacidosis. Reportedly, the blood glucose was 529 mg/dl, as the pump did not detect kink on the cannula. The patient was hospitalized for 3 days. She also reported kinked cannula on 3 other infusion sets that she had replaced. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.